Event description:
Meter was prompting a not ok message. The medical affairs specilaist spoke to the pt and obtained/verified the following information. The pt reported that pt obtained the meter over 1 year ago pt was never able to test on the meter because of the not ok message that appeared after performing a check strip test. Pt tested on pt's friends meter occasionally. The pt stated that pt began experiencing symptoms of high blood sugar some time back (does not remember the exact date). Pt had a fever, nausea, and blurry vision. The physician tested the pt's blood sugar and the result was 421 mg/dl. The pt was treated with insulin. Prior to the physician's visit the pt was taking avandia and glucophage 4 pills each in the morning and evening. Pt would visit the physician if pt's blood sugar read high and receive insulin. After the physician's visit,the pt began an insulin regimen. Pt now takes insulin in the morning and evening. The pt cleaned the meter and performed a check strip test while on the phone with the lfs customer care representative and the issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.